Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. Expiration date: 07/2024. Device not returned.

Event description:
It was reported that during an angioplasty procedure, the stent allegedly dislodged. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the stent allegedly dislodged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One image was reviewed. One fluoroscopic image is reviewed. This shows a stent within a tibial artery. The lack of imaging quality makes it difficult to determine if this is appropriately expanded within the artery, although no major defects are appreciated. It appears that the interventionalist was able to post dilate the stent despite maldevelopment. Further media is needed to confirm the exact event that led to this report. Therefore, the investigation for the reported stent dislodgment remains inconclusive as no objective evidence could be found during the image review. A definitive root cause for the reported stent dislodgment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.